Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent moved on balloon. The target lesion was located in the moderately calcified ostium of the right coronary artery. After pre-dilation was performed, a 4.00x20 synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent moved on balloon through the cine angiography. The device was removed from the patient, but as the sheath was withdrawn, the position aberration can not be confirmed. The procedure was completed using a 4x23 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged with stent struts slightly overlapping almost across its entire length and flared at the distal edge. The stent moved distally on the balloon over the distal markerband, exposing the proximal balloon wall for approximately 4mm. The distal edge of the bumper tip of the device showed signs of slight damage. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple slight kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon. The target lesion was located in the moderately calcified ostium of the right coronary artery. After pre-dilation was performed, a 4.00x20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent moved on balloon through the cine angiography. The device was removed from the patient, but as the sheath was withdrawn, the position aberration can not be confirmed. The procedure was completed using a 4x23 non-bsc stent. No patient complications were reported and the patient's status was good.